Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their entire mouth hurts, tongue itches and the roof of their mouth feels weird. They can feel the aligners are still on even though they took them off. Patient also reported jaw discomfort, and gum inflammation. Provided information for general discomfort, hh tips. Requested additional information, updated photo and to update for discomfort. Recommended patient to visit dentist for evaluation due to tongue itching and entire mouth being painful.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.